Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification in relation to the reported device shut down when door is closed. An improper shutdown alarm was found through a review of the event history log; however, it cannot be determined if the alarms are user induced or due to device malfunction. Evaluation was unable to reproduce the reported symptom. The device was found to function as designed with relation to the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down when the door was closed. There was no patient involvement. No additional information is available.